Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. Nine fluoroscopic cine loops of the valve load inspection, implant, and p ost-implant balloon aortic valvuloplasty (bav) were provided for review of the event. The patient summary was not provided for anatomical review. The image of the valve load inspection shows an inflow crown overlap to the fourth node. This constitutes a misload of the valve according to medtronic guidance. A beginning infolding of the inflow portion of the valve can already be seen during the initial valve deployment. The fully deployed valve shows an infolding that reaches from the inflow section of the valve frame well into the outflow portion. Adequate bioprosthetic sealing and leaflet coaptation could not be warranted at this point which is why a post-implant bav was indicated. The result shows a reduced infold in the non-coronary cusp (ncc) area and mild to no paravalvular leak (pvl). Evolut frame infolding can be caused by a variety of factors, including crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. Except for annulus calcification, all those factors were present in this case and made the occurrence of an infold very likely. After a successful post-implant bav, the result was improved. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, pre-implant bav was performed using a 20 mm non-medtronic osypka vacs iii balloon. Based on image review, the valve load inspection shows an inflow crown overlap to the fourth node which constitutes a misload of the valve according to medtronic guidance. This increased the risk of a subsequent infolding of the valve during implant. In addition, it was reported that the patient had severe leaflet calcification and calcification in the lvot, which contributed to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded and the flu oroscopic load check showed crown overlap to the fourth node. The load was used for implant. During placement of the valve in the non-coronary cusp (ncc) area, an infold was observed. The valve was fully released and post-implant balloon aortic valvuloplasty (bav) was performed using a 23 millimeter (mm) non-complaint balloon and a 25mm semi-compliant balloon. No adverse patient effects were reported.

Event description:
Additional information was received which reported that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic osypka vacs iii balloon. The infold involved nodes 1-4. It was reported that the patient had severe leaflet calcification and calcification in left ventricular outflow tract (lvot), which contributed to the infold.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.